Manufacturer narrative:
Additional information: the customer could not confirm whether or not a fragment fell inside the patient's anatomy due to a cable breakage on the cadiere forceps instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications. The customer performed unspecified post-surgical tests to check for possible fragments. Photographic images of the device(s) or a video recording of the procedure were not available for intuitive surgical, inc. (Isi) to review. Patient information was not provided. Note: the following fields have been updated based on the additional information received: b1, b2, h1, and annex b code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.